Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. As a reminder, the event description states that an expired asnis micro xpress kit that was stored in the hospital was used during a weil osteotomy on the patient's left side. Based on investigation, the root cause was attributed to be user related. The failure was caused by inattention of the hcp to the expiration date of the device. Indeed, since this product has been under the hospital's responsibility, it was the hcp's role to make sure that the sterility date was not exceeded. As a reminder, the IFU states: "inspection is recommended prior to surgery to determine if implants have been damaged during storage or prior procedures" and also: "the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a weil osteotomy on the patient's left side, an expired (B)(6)2019 instrument kit was used on the patient. No part of the kit was implanted in the patient. Discovery was made after the completion of surgery. Surgery was otherwise completed successfully with no delay.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device discarded.

Event description:
It was reported that during a weil osteotomy on the patient's left side, an expired ((B)(6) 2019) instrument kit was used on the patient. No part of the kit was implanted in the patient. Discovery was made after the completion of surgery. Surgery was otherwise completed successfully with no delay.